Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced due to the lead 'breaking off.' Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v413612, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).